Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under her left breast due to the shoulder strap rubbing. The irritation improved after the nurse put a dressing over the irritation.